Event description:
In (B)(6) 2007, I had a lapband placed in (B)(6). I had ulcers, shoulder pain from my vagus nerve being stimulated. In (B)(6) /2014, I started developing daily stomach aches. In (B)(6) 2014, my surgeon removed my lapband in emergency surgery as it had slipped and also caused a hiatal hernia.